Event description:
It was reported the subject device was not connecting to the screen. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunction was identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.